Event description:
The customer reported that when preparing the subject device for use, there was no image displayed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The visera 4k uhd camera control unit has not been returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.